Event description:
Pt's blood sugar was being taken when the needle from the lancet broke off and got stuck in pt's right forefinger. Pt complained of soreness/pain on the right forefinger later on in the day;/ upon examination it was found that the lancet needle was imbedded in the finger and was removed immediately. Dates of use: (B)(6) 2016. Diagnosis or reason for use: fingerstick for blood glucose testing.